Manufacturer narrative:
Device will not be returned. If additional information becomes available, it will be provided on a supplemental report. Device not available.

Event description:
Removal of a broken dorsal variax plate from an (B)(6) 2016 surgery. A new plate was implanted.